Event description:
It was reported that during a da vinci s prostectomy procedure, shavings from the cannula fell into the pt. All fragments were suctioned out of the pt. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The accessory was returned and evaluated. Per the customer reported complaint, engineering found that the cannula is not bent at distal tip. A .342 gage pin fits through the inner diameter and does not have any burrs. The tube and base do not separate at the weld. Engineering concluded that the material that fell into the pt is most likely from an instrument main tube abrasion and not from the cannula. High loading on the instrument can cause tube pressure against the inner edge of the cannula resulting in scraping. No other damage found.